Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "unable to get out of the bed independently and even urinated" and a loss of consciousness. Customer was treated with cola by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that they are unable to receive notifications in freestyle libre 2 application. An extended investigation performed and determined that there were no issues with the freestyle libre 2 application that would have led to the complaint. Attempts to reproduce the users complaint using a similar configuration was performed and was not able to reproduce the complaint. Thus, this is complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application a (smartphone a33 2.8.1) phone with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a (smartphone a33 2.8.1) with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "unable to get out of the bed independently and even urinated" and a loss of consciousness. Customer was treated with cola by a third-party. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "unable to get out of the bed independently and even urinated" and a loss of consciousness. Customer was treated with cola by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.